Manufacturer narrative:
Section d4 corrected, UDI completed. Section g3 corrected, PMA # added manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was not confirmed. The reported event of damage to the mpu ac power cord was confirmed via analysis of the returned mpu. The mpu (serial number: (B)(6) was evaluated by service depot on 19feb2024 and by product performance engineering alongside known working test equipment. Visual inspection of the returned mpu revealed a small cut in the outer jacket of the ac power cord that did not impact the functionality of the unit. The returned mpu functioned as intended throughout testing without any issues. The mpu was connected to a test system controller and a mock circulatory loop, and the unit supported the system without any issues or atypical alarms produced, including when the mpu patient cable and ac power cord were manipulated by hand. The serviced and tested unit was returned to the customer site after passing all tests per procedure. Multiple attempts were made to obtain additional information, including if any log files were available for review, if the ac power cord became loose from the wall outlet or from the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event; however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6)2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 left ventricular assist device, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a continuous "connect to power" alarm while connected to the mobile power unit (mpu). The patient was placed on batteries and the alarm ceased. The patient was placed on the power module in clinic and no alarms were observed. A visual inspection of the mpu was completed. The pins were intact in the mpu power cable, and no trauma to the power cable was noted. A snag was noted on the cable that plugs the mpu into the wall, but no internal wires were visible.